Event description:
It was reported by a neurologist that a vns pt's parents felt that the vns device is not working properly. The neurologist suspected that the generator may be at end of service. However, a battery life calculation by the manufacturer revealed that pt device has 5.25 years remaining to elective replacement. The treating neurologist stated that pt's recent diagnostics were ok but did not provide specifics. Good faith attempts to obtain more information regarding pt's device have been unsuccessful to date.